Event description:
It was reported intraoperatively the surgeon implanted the valve and while assessing the valve, noticed central leakage without coaptation. The valve was removed and replaced with another MFR's larger mechanical heart valve. Add'l info received indicated the patient expired three days postoperatively due to cardiac arrest.